Manufacturer narrative:
No patient was involved in the reported event. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the wheel arm of a cart had snapped off when the package was opened. There was no patient involvement.